Event description:
Customer reported erroneous low hemoglobin test results were obtained for multiple pts over three separate days when using the coulter lh 780 hematology analyzer. The test results were flagged with customer enabled h&h (hemoglobin & hematocrit) check failed definitive flags. No erroneous results were reported out of the laboratory. The test results were determined to be erroneous when compared to another analyzer, the advia instrument. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 3 of 4 events reported by this customer for testing performed on three separate dates.

Manufacturer narrative:
Controls were run before and after the event and recovered within assay limits but were trending on the low side of assay mean. The lyse iii reagent was replaced and no other reports of low hemoglobin recovery were received as of (B)(6) 2010. The root cause is unk. The instrument did generate a customer enabled flag (h & h check failed) for each hemoglobin result that was considered erroneous. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00043. That MDR addresses the malfunctions that occurred on (B)(6) 2010. During the retrospective review, it was determined that add'l mdrs were required to be filed. This MDR represents event 3 of 4 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2010-00043, 1061932-2011-01197, 1061932-2011-01204.